Manufacturer narrative:
Concomitant medical products: revitan, proximal part, conical, uncemented, 65, taper 12/14; item# 0100401065; lot# 2571374. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to implant fracture.

Event description:
It was discovered that this case (B)(4) is a duplicate of complaint (B)(4). Zimmer biomet will therefore invalidate this complaint: (B)(4). Please delete 0009613350-2020-00492-1 from your records.

Manufacturer narrative:
It was discovered that this case (B)(4) is a duplicate of complaint (B)(4). Zimmer biomet will therefore invalidate this complaint: (B)(4). Please delete 0009613350-2020-00492-1 from your records.